Event description:
Customer reported a display issue that affected interaction with the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged a replacement pump and advised the customer to use multiple daily injections as backup therapy. Instructions were provided for returning the problematic pump, and the customer acknowledged the guidance given.